Event description:
It was reported that on (B)(6) 2012 an acculink stent was implanted without difficulty in the right, internal, carotid artery. The lesion had pre-stenosis of 90% and post-stenosis of 20%. Reportedly, the patient's wife notified the investigators office that the patient expired on (B)(6) 2012. The cause of death was stated on death certificate as cardiac death. There was no autopsy done. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.